Event description:
It was reported that noise, an insulation anomaly and over sensing had been observed on the right ventricular lead. No patient symptoms were reported. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis of the lead found an insulation abrasion at 48.1 cm to 48.6 cm from the connector tip. The abrasion was consistent with exposure to friction against another implantable device or heart feature. The abrasion is likely contributed to the reported noise and oversensing.